Event description:
There was a case in the database which appeared corrupted. The printed labels for the case showed that the case sua05-20259 had two mrn numbers assigned, #0694179 and #0440434. The specimens from the second mrn are present with the demographic of the first mrn in the database.